Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when trying to separate the tubing from the huber needle, the tubing stuck and broke off in the huber needle. The needle had to be replaced.